Event description:
It was reported that the atrial lead would not go all the way in the atrial port in the device connector. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an atrial lead insertion issue could not be confirmed in the laboratory. The ring springs, lead bore, and lead insertion force were tested and found to be within specifications. The ring springs were removed from the header and examined. No issues were observed.